Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the hair like substance was found inside sterile packaging. No adverse events have been reported as a result of the malfunction.

Event description:
Upon receipt of additional information it has been determined that this in not a reportable event. The package which the hair was found was a non-sterile product there was no patient injury, no delay, and no previously reported issues.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this in not a reportable event. The package which the hair was found was a non-sterile product there was no patient injury, no delay, and no previously reported issues. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.